Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56x63.5 mm diameter abdominal aortic aneurysm. The right common iliac artery was 18x20 mm in diameter and the left was 10x13 mm in diameter. There were no issues until removal of the delivery system. During final angiography a possible type ib endoleak was confirmed and an extension limb was added on the right side. The endoleak remained but it was determined to be type IV endoleak and the procedure was completed. It was reported that on five months later there was a type iii endoleak or a type ib endoleak and there was aneurysm expansion of over 1 cm that was observed. The physician suspects that the event was possibly caused by type iii or type ib endoleak. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Patient codes : (B)(4) device codes : (B)(4) film evaluation: review of the pre-implant case planning drawing revealed that the proximal neck diameter was 21mm just below the renal arteries, and the neck was mildly angulated l-r. The 30 mm length right common iliac artery was 18 x 20 mm at its origin, 18mm at mid-length, and 15mm at the iliac bifurcation. The left common iliac artery diameter ranged from 10 ¿ 13 mm along its 41mm length. The right iliac artery was moderately tortuous and the left iliac appeared mildly tortuous. Review of CT¿s from 4 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal. The ipsilateral limb was placed up the right side and was extended within a limb into the right common iliac artery. The contralateral limb was placed distally into the left common iliac artery. The maximum aaa diameter measured approximately 5.6cm. Two localized areas of contrast were seen within the posterior sac just below the level of the flow divider and approximately 3cm lower, from a likely type ii endoleak. Contrast was also seen outside the stent graft near the bottom of the sac, on the anterior side of the right/ipsilateral limb and ipsilateral extension; the endoleak appears most likely to be a distal type I endoleak. The distal right limb od measured approximately 21 mm; there was minimal or no radial apposition with the aneurysmal right iliac artery. Approximately 1cm proximal to the distal end of the right limb the stent graft od measured 21mm and the iliac artery was 24mm. On the left side there appeared to be adequate distal sealing and the distal left limb od measured approximately 16mm. Both limbs were patent. No other stent graft issues were observed. Review of CT¿s from 1 year post-implant revealed that the bifurcate was positioned just below the left renal artery; the bifurcate proximal od measured approximately 24mm. The maximum aaa diameter has increased to approximately 67mm. A likely type ii endoleak from a lumbar artery was again visualized in the posterior sac beginning 4cm below the level of the flow divider; however, cannot rule out that this was a type iii fabric endoleak. The previously seen likely distal type I endoleak was not apparent during this study. The distal right limb od measured approximately 20 mm and there again was minimal radial apposition within the aneurysmal right iliac artery. Approximately 1cm proximal to the distal end of the right limb the stent graft od measured 21mm and the iliac artery was 25mm. The left limbs were patent; however, thrombus was seen within the overlapping right limbs. Distal to the stent grafts the iliac arteries were patent; bilaterally. No other stent graft issues were observed. From the transverse CT images provided the exact cause of the endoleak and aneurysm expansion could not be determined. However, it appears likely that a continuing type ii and a previously seen distal type I endoleak may have contributed to the aaa expansion. The cause of the distal type I, which appeared to self-resolve, was likely due to inadequate radial apposition within the aneurysmal and calcified right iliac artery. The cause of the right limb thrombus seen within the overlapping components could not be determined.

Event description:
Additional information was received as follows: it was reported that the patient presented with an impending rupture. The physician removed the stent grafts from the patient leaving 2-3 stent lengths of the endurant proximal stent graft. A synthetic vessel was sutured to the endurant stent graft, resolving the event. The physician commented that the patient was suspected to have type iii endoleak or type ib endoleak or type ii endoleak. No additional clinical sequelae were reported and the patient is being monitored by the physician.